Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd) and ineffective pacing. Technical services (ts) reviewed the data and determined that the power consumption had been abnormally high since implant. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.